Manufacturer narrative:
No specific catalogue or lot number identified. There is no alleged malfunction of the pump and the device has not been returned for eval. Design, mechanism, and mfg elements relating to the function of the pump cannot be determined.

Event description:
On or about (B)(6), 2011 stryker rec'd notice of the filing of a personal injury lawsuit alleging, among other things, that: "on or about (B)(6), 2010, plaintiff underwent a surgical procedure (flexible hinge toe implant) in (B)(6);" that "a popliteal pain pump" manufactured by stryker "was implanted;" that "the pain pump implanted is marketed and sold as pain pump 2 block aid;" and that "she had a permanent nerve injury to her right leg which has limited her ability to walk and which has caused severe pain and discomfort."